Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue and reported that the customer was provided with the repair quote but that the customer did not accept it.

Event description:
The customer reported a touchscreen fault. No patient or user harm was reported. Event date not specified; estimate used.